Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in addition to procedural factors (post dilation of the valve), patient factors (severe annular and native leaflet calcification, severe aortic root calcification, and severe mac) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transaortic tavr procedure, a 23mm sapien xt valve was deployed in a final 50:50 aortic/ventricular (a/v) position. Post deployment, moderate paravalvular leak (pvl) was observed. The pvl was located near the mitral annular calcification (mac). Post dilation was performed, resulting in a rupture at the septum and atrium. The patient then went into v-tach, was shocked three times, then asystole was observed. Chest compressions were initiated, the temporary pacer was turned on to 60 bpm, and pulmonary cardio bypass (pcb) was initiated. At this point, the procedure was converted to open surgery. The mini-j sternotomy was converted to a full sternotomy. The aortic rupture was repaired with a stent. The xt valve was explanted and an edwards 23 magna valve was implanted. The patient was taken off of bypass and transferred to ICU in stable condition. It was perceived that post dilation of the valve and severe mac likely contributed to the aortic rupture. The patient¿s annular valve area measured 374mm2. Severe annular calcification, severe native leaflet calcification and severe aortic root calcification were reported.